Manufacturer narrative:
(B)(6). Initial reporter was estates additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 24th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the main tube. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 24th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the main tube. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the paint damage occured during or after reinstallation and the light was not put back into use. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of paint particles falling off into sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d4 version or model #, d4 catalog #, d4 serial #, h6 investigation findings and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 24th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the main tube. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 24th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the main tube. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the paint damage occured during or after reinstallation and the light was not put back into use. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of paint particles falling off into sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous d1 brand name: powerled. Corrected d1 brand name: powerled tm. Previous d4 version or model # ard568422010c. Corrected d4 version or model # ard568425010a. Previous d4 catalog # ard568422010c. Corrected d4 catalog # none. Previous d4 serial # (B)(6) /(B)(6). Corrected d4 serial # (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: no problem detected//67. Initially provided information was pointing to paint peeling. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as the paint damage occured during or after reinstallation and the light was not put back into use. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.